Manufacturer narrative:
The device was returned and the investigation found a tear in the soft cannula. The tear did not allow fluid to pass through the distal tip of the cannula. As there was no indication of a tear in the original report, it is unclear how or when the damage occurred. No other abnormalities were found and the rest of the device functioned as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 24.3 mmol/l (438 mg/dl) while wearing the pod between 4 and 24 hours on the arm.